Manufacturer narrative:
(B)(4). Additional information: the device evaluation has been completed. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specification limitations. A short simulated therapy was performed successfully. An event history log review verified the presence of a high drain alarm during the previous therapy. The cause was false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, however, the evaluation is not yet complete. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred during use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The home patient (hp) stated they did not experience any symptoms in therapy or after therapy. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.